Manufacturer narrative:
No audio/beep anomaly or button error alarm noted during testing. Device had unresponsive buttons due to flattened (creased) act button dome switch. No unlocked lcd keypad connector noted. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify low battery alarm due to unresponsive button.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump started with a loud alarm sound and insulin pump also had keypad anomaly. The customer¿s blood glucose was 220 mg/dl at the time of incident. The customer also report that they were not able to passed the self test. The insulin pump will be returned for analysis.